Event description:
User reported reduction in fluid flow of warming set. Initially thought filter was clogged; replaced filter and no change. Then thought pressure infuser was not operating. Cause not determined.

Manufacturer narrative:
Products not available for eval. No filter were returned. Other possible components were not identified by customer as being involved in an incident and were scrapped.